Manufacturer narrative:
Evaluation summary: an incomplete lead was returned to the manufacturer for analysis. Functional and/or performance testing could not be performed due to the condition of the returned lead. Visual analysis was done and revealed only slight discoloration in the paddle of the lamitrode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received an scs system, including a surgical lead. It was reported the lead was explanted and replaced as the patient was experiencing stimulation in unintended areas. The explanted lead was returned to the manufacturer for analysis. As the lot number of the lead was not provided, no manufacturing or expiration dates could be determined. No patient complications were reported as a result of this event.